Event description:
It was reported that, pt had total hip put in in 1996. X-ray revealed poly wear. Revision done to replace poly insert and new head. No other info, x-rays or reports were available to forward to stryker for review.

Manufacturer narrative:
An eval of the devices cannot be performed as the revised devices were retained by the pt and were not returned to the MFR. Additional info was not made available. The root cause could not be determined. Should additional info become available at a later time, the eval summary will be submitted in a supplemental report.